Event description:
A canada home patient (hp) contacted baxter's (B)(4) regarding a system error 2240 alarm on the homechoice (hc). The baxter technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and further assisted the hp to cycle power to clear the alarm. The tsr then instructed the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. The root cause investigation is in progress through (B)(4).